Manufacturer narrative:
Results - bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for safety shield failure and bent cannula with the incident lot was observed. Each sample was hand activated to evaluate the safety shield falling off. The lock-out features engaged appropriately and no breakage, full or partial disengagement of the safety shield from the body of the unit was identified. There were no issues of bent cannula identified. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion - bd was not able to duplicate or confirm the customers indicated failure mode.

Event description:
It was reported that the needle portion of the 21 g x 1.25 in. Bd vacutainer® eclipse¿ blood collection needle twists out of its housing during insertion into the bottle holder. There are also reports of the safety shield becoming detached from the needle. No injury or medical intervention reported.